Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the catalog has been updated.

Manufacturer narrative:
An updated event description has been provided in b5, and new codes were added in h6 (health effect ¿ impact code and medical device problem code) based on the new information. Upon review, it was identified that b1 (is product problem) and d3 (manufacturer fax) were inadvertently omitted from the initial report and have now been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated event description: a 12 year old female patient with seizure disorder, autism, dilatative cardiomyopathy and a permanent ventricular assist device presented to the emergency department with fever, blood tinged emesis, facial swelling, and hypotension. Due to right ventricular failure, an impella rp flex was inserted and the patient transferred to the intensive care unit. After four days of support, some bleeding from a femoral access site was noted but resolved after a dressing change. Following a sudden spike in motor current and placement signal issues, concerns for thrombus ingestion were raised. Laboratory and urine were indicative of hemolysis. An off-label administration of a lytic agent via the purge solution was attempted, but ultimately the decision was made to remove device at bedside. During removal, an attempted closure with a pre-positioned preclosure device failed and manual pressure was held instead, given the small size of the patient. Cardiac anesthesia was at beside for the removal and sedation was continued for a few hours to guarantee that the leg was kept immobilized. A total of 3 red blood cell concentrates were administered, blood transfusion will be conservatively reported on the impella rp flex, while mainly related to the course of disease as the blood loss during the mentioned bleeding event was minor. Two days after the first pump being removed, another impella rp flex was inserted. The patient experience hemolysis during support of the second rp flex, confirmed via hemolyzed labs on (B)(6) 2025, which lead to giving the patient 3 units of packed red blood cells and eventual removal of the device. Additionally, a purge volume low alarm occurred while the site was performing an off-label administration of a lytic agent via the purge while at normal purge rates. Also, an impella sensor failure alarm was noted without further consequences. The device was successfully removed the following day. The complainant states "reduced flows 2.5-2.6 and purge flows of 3-3.8." Tpa was ordered through purge system after discussing with medical affairs. Additionally, there was a csc to discuss purge volume low alarm while running tpa.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support a patient with hx of seizure disorder, autism, dcm, s/p hm3 12/2022 complicated by l middle cerebral artery stroke. Patient had impella rp flex (sn (B)(6) that was removed on 10/28. Since then, patient needed increase support, team decision made to place impella rp flex. Physician concerns of elevated pa placement signal pressure 70, reduced flows 2.5-2.6, and purge flows of 3-3.8. Reviewed rp with bedside rn. Recommended placing swan for monitoring. Impella reduced to p4. Concerns for thrombus, tpa was ordered through purge system per dr. After discussion with medical affairs 3 units of red blood cells were administerd. Patient was weaned as planned and is stable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: rp flex & usb were returned. Thrombosis: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Mechanical interaction with blood, low or blocked flow, placement signal issue: the clinical details state that there were concerns of elevated pa pressures and reduced pump flows. Dark urine was noted and there was concern for thrombus so tpa was added to the purge system. The data logs show that after starting the pump there was a spike in motor current to about 1400ma following by a decrease in flows and increase in ps. Motor current continued to trend up after that followed by the ps trending down with calculated flows trending up. During this time the purge pressure was slightly elevated with a decrease in purge flows. The purge pressure, motor current and flows remained variable for about 8 hours after until they stabilized. Optical parameters were stable. The returned product did not have any evidence of biological material or any damages noted. The product was ran in a bucket and flows were within specification as well as the ps. The root cause of the mechanical interaction with blood is most likely due to biological material ingestion based on the data logs and clinical details provided. The root cause of the low or blocked flow is most likely due to biological material ingestion based on the data logs and clinical details provided. The root cause of the placement signal issue is most likely due to biological material ingestion based on the data logs and clinical details provided. Device history review: impella 617990 passed all post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in d4 and h3. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Mechanical interaction with blood/hemolysis/placement signal issue/low or blocked pump flow, purge pressure high: the root cause of the issues are most likely due to biological material ingestion based on the data logs and clinical details provided.